Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited debris in lenses and cutting image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dipping was caused by clog in nozzle. The most probable cause of the cutting image was cause traced to component failure and for debris in lenses was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.